Manufacturer narrative:
Investigation conclusion: the reported issue that bd utilizes third-party, busybox, in the laird wi-fi card software was confirmed and investigated.this attack focuses on the access to the network credentials used by the device to encrypt and decrypt traffic exchanged with the hospital¿s wireless network. There is no manipulation or corruption of data. This is a confidentiality issue with regards to network settings. Initial investigation indicates that laird¿s 802.11 a/b/g/n card uses the vulnerable version of busybox. However, the issue could not be reproduced as there are no known exploits available. A product security risk analysis deemed the issue to be low.device inspection: no device inspection was performed as the device was not returned for evaluation. Root cause analysis: the laird 802.11abgn wireless card uses an older version of linux kernel that supports the v1.30.x version of busybox, which has this issue. An update to a newer version of the linux kernel will resolve this issue. Device history review: no device history search was performed since no source device serial number was reported by the customer. A review of (B)(6) 2020 did not find an increasing trend for the reported issue of ¿busybox vulnerability¿. Bd has investigated and identified that the issue resided within the third-party wi-fi card (laird) which uses a software component.

Event description:
It was reported that bd utilizes third-party, busybox, in the laird wi-fi card software. A vulnerability within busybox may allow remote attackers to cause a denial of service (cpu and bandwidth consumption) via a forged packet, which triggers a communication loop. There were no reported events due to the reported vulnerability issue.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that bd utilizes third-party, (B)(4) software. A vulnerability within busybox may allow remote attackers to cause a denial of service (cpu and bandwidth consumption) via a forged packet, which triggers a communication loop. There were no reported events due to the reported vulnerability issue.